Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the sensor was giving inaccurate readings. The customer reported that they received a calibration error alarm. The customer's blood glucose was 2.8 mmol/l and sensor glucose was 2.2 mmol/l at the time of incident. The customer's blood glucose was 16.8 mmol/l and sensor glucose was 6.3 mmol/l at the time of call. The customer stated that they tried turning sensor feature off and turning it back on. The sensor will not be returned for analysis.